Event description:
Reporter stated that customer received the following results on the compact plus system within 2 minutes: 4.5 mmol/l and 2.0 mmol/l. The customer felt "unwell" at the time of these results. He self-treated with "some juice" and felt better immediately. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded and will not be returned.

Manufacturer narrative:
The event occurred in united (B)(6) device will not be returned.